Event description:
It was reported that during a procedure, after using the foot pedal the unit continued to fire. The customer is requesting that the laser console and foot pedal are checked. There were no error messages reported. There were no patient complications reported.

Event description:
It was reported that during a procedure, after using the foot pedal the unit continued to fire. The customer is requesting that the laser console and foot pedal are checked. There were no error messages reported. There were no patient complications reported.

Manufacturer narrative:
The foot switch pedal was received in the quality assurance lab, was thoroughly analyzed, the visual inspection showed that the foot guard had chipped paint, and the connector had missed the locking ring. However, the functional test could not replicate the reported event the unit kept firing after using the foot switch. Based on the information this investigation was assigned a most probable conclusion code of no problem detected.